Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after device evaluation if the device is received.

Event description:
It was reported that during an idvt case, a large clot in the pulmonary artery was discovered. It was unknown whether the clot was already there or was dislodged when the axis was obtained and the device was advanced. The case was aborted and the medical intervention provided was a radiology consultation. The patient was reported to be in stable condition.

Manufacturer narrative:
The device history record was reviewed, and no discrepancies were noted.

Event description:
Additional information received : it was reported that it was believed that the clot was discovered after insertion of the femoral lines.

Manufacturer narrative:
(B)(6).